Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this document lists bleeding and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Although the patient¿s infection was not considered to be device related, the IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient required continuous veno-venous hemofiltration (cvvh) for an acute kidney injury (aki) and fluid overload. The patient also had a blood transfusion and their anticoagulation was paused for a right iliopsoas hematoma. In addition, the patient was given antibiotics for an infection that was attributed to the catheters for pulmonary artery monitoring and hemodialysis. It was reported that the infection, bleeding, and aki resolved. The patient was doing well and was discharged to home.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had acute kidney injury/failure. The patient required cvvh for aki and fluid overload. The aki resolved, as well as the bleeding. The patient was discharged home with ongoing management.